Event description:
This pacemaker was removed because of reported high pacing thresholds. Several attempts were made to try to obtain the exact explant date, however, co was unable to retreive it. The date of 2001 will be used because this is when the co received the device.